Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and eight inappropriate shocks in two sinus tachycardia (st) episodes. In the first episode, the first shock accelerated the rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf). The second shock slowed the rhythm back to vt, the rhythm was not converted, and therapy was exhausted. In the second episode, which occurred later in the same day, the rhythm was still not converted. Technical services (ts) reviewed device data and determined that device programming appropriately inhibited therapy until it timed out, then initiated therapy for both st episodes. Ts recommended reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and was not returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, the conclusion code cause linked to device but unable to trace more specifically was assigned, because the reported observations were traced to the device, but a specific cause could not be determined.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and eight inappropriate shocks in two sinus tachycardia (st) episodes. In the first episode, the first shock accelerated the rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf). The second shock slowed the rhythm back to vt, the rhythm was not converted, and therapy was exhausted. In the second episode, which occurred later in the same day, the rhythm was still not converted. Technical services (ts) reviewed device data and determined that device programming appropriately inhibited therapy until it timed out, then initiated therapy for both st episodes. Ts recommended reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.